Manufacturer narrative:
(B)(4). The device was returned 07/11/2016. (B)(6). (B)(4).

Event description:
According to the reporter, during a gastrectomy procedure, the surgeon did not attach the orvil anvil correctly. The anvil was disengaged. The incision was extended more than 2.5cm, and then the procedure was converted to open and or time was extended by more than 30 minutes. An eea25 device was used to complete the procedure. No adverse event was reported as a result of the delay in surgery.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one eea xl 25mm single-use stapler and one dst series-eea-orvil-25mm device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was that the orvil anvil disengaged during the gastrectomy procedure. The visual inspection of the staple guide noted the presence of a full complement of staples. The orvil anvil was observed to be not tilted and attached to the instrument. However, one of the retainer legs of the orvil anvil was observed to be bent. Functionally, a pmv representative orvil anvil was used for firing due to the observed retainer leg damage of the clinical orvil anvil. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. Visual testing of the returned orvil anvil confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the bent retainer leg of the orvil anvil, the reported condition was confirmed. Subsequently, the complaint data did not display increased trends. Replication of the observed orvil anvil damage may occur if the orvil anvil is manipulated with excessive force during the attachment to the instrument, or if the orvil anvil is mishandled during the removal from the tubing. Therefore, no enhancements or improvements were generated for the reported condition. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.